Event description:
No pt harm but four events where bovie tips sparked or ignited within the last week. These are products we have used for years. No new product, no new supplier, settings on cautery machine all appropriate. Dos: (B)(6) 2017; prostate pack - slc69prcis, lot #773098. Tip ref # e1455 - lot 62520076x (all stock has been sequestered. I do not see on the report that you provided me with last week that this pack comes with tips). This lot was brought into the room and "ignited". Tip ref # e1455-6, lot #71460008x (all stock has been sequestered. This lot was brought into the room and "sparked and attempted to ignite." Pencil ref # e2515h, lot #71840019x, one pencil was salvaged. Dos: (B)(6) 2017, laparotomy pack - sba73lpcid, lot # 759357. Tip ref # e1455, lot # 63020092x (all stock has been sequestered and packs are being tagged with "stop" notes with bags for the free floating tips within the packs to be discarded and replacements are..."is the product compounded: no, is the product over-the-counter: no."